Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled off necrosis (won) with 50% necrotic material during a hot axios pancreatic collection drainage performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, the first flange failed to expand. Reportedly, during deployment, the inside of the handle broke. The stent was removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the axios stent was intended to be placed to treat a walled off necrosis (won) with 50% necrotic material. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated to treat a won containing over 30% necrotic material. The complainant reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: problem code 3270 captures the reportable event of stent first flange failed to expand. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and the delivery system was returned in "position 4". A destructive inspection was necessary to destroy the delivery system to identify the torsion; the outer sheath was found twisted in the handle section. Microscopic examination was performed and the outer sheath was returned with rotational damage. No other issues with the stent and delivery system were noted. The reported event of stent first flange failure to expand cannot be confirmed as the stent was received fully covered by the outer sheath. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) / product label. The complainant reported that the device was intended to be placed to treat a walled off necrosis (won) with 50% necrotic material. The dfu states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract;" however, this device is not indicated to treat a won containing over 30% necrotic material. Furthermore, it was also reported that the handle was rotated as the device was luer locked to the scope. However the dfu states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, could have caused the torsion on the delivery system which resulted in the twisted sheath, limited the performance of the device and contributed to the stent first flange failure to expand. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4).: the complainant indicated that the device was disposed, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 28, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled off necrosis (won) with 50% necrotic material during a hot axios pancreatic collection drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed, however, the first flange failed to expand. Reportedly, during deployment, the inside of the handle broke. The stent was removed partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the axios stent was intended to be placed to treat a walled off necrosis (won) with 50% necrotic material. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated to treat a won containing over 30% necrotic material. The complainant reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."